Event description:
A peritoneal dialysis (pd) nurse reported a pt had peritonitis due to touch contamination. Medical records are not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and review of available medical records.